Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 153 mg/dl. The caller stated that the insulin pump might have been exposed to moisture at the beach. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic or motor assembly. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.